Event description:
It was reported that stent damage occurred. A 3.50mm x 28mm synergy¿ drug-eluting stent was selected for use to treat the lesion. When the stent was advanced through the guide catheter, it was noted that the stent had a "little bump" in the middle of the stent body which looks like the stent had been pushed from both edges. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. It was noted that the device was received with a 0.015in guidewire inserted. The stent was damaged across its length. The strut rows at the centre of the stent were bunched together while two other strut rows were raised and misaligned. It was also noted that had moved 6mm distally from the most proximal crimp mark on the balloon material. This type of damage is consistent with the stent encountering an obstruction. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked at various locations along its length. It was also noted that the shaft polymer extrusion was severely kinked 2mm proximal to the guidewire access port. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).